Event description:
The customer reported that during a routine check of the iabp, a burnt power cord was observed. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative requested the burnt power cord be shipped back and is sending the customer a replacement ac power cord. The customer is servicing the pump. The power cord has been received at the manufacturing facility in (B)(6) for evaluation. A supplemental medwatch will be submitted once the evaluation is completed. Ref: (B)(4).